Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure performed in 2009. According to the complainant, while ablating, the unit worked fine, but there was no tone from the unit. The volume knob on the rear of the system was tested, but had no effect. The procedure was completed with the same endostat ii electrosurgical unit. There were no patient complications reported as a result of this event.

Manufacturer narrative:
No tone. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.